Event description:
Received info from user facility that bur guard "gets hot". A burn occurred to the pt's lip. The surgical assistant states that the burn was superficial, 1/2 cm in diameter, and required sutures. The procedure being performed was an apicectomy.